Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 72 hourly, ongoing), amikacin injection (125mg, intraperitoneal, once daily, ongoing) and fluconazole tab (150mg, oral, once daily, ongoing) for peritonitis. At the time of this report, the patient has recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.